Manufacturer narrative:
(B)(4). The analysis results found that the device arrived with the knife damaged and detached; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil causing the knife to detach. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. No functional test was performed due the condition of the device. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Event description:
It was reported that during a robotic low anterior resection procedure, after docking the anvil head hearing the click, the surgeon fired the device and something didn¿t feel right. According to the surgeon there wasn¿t any crunch and he didn¿t get the tactile feedback that he is used to. The instrument was very hard to open but he managed to withdraw the instrument. When examining the tip of the instrument the entire tip was loose. The donuts looked ok but when leak testing the anastomosis there was leakage. The surgical team had to make an hand sawn anastomosis which prolonged the procedure with almost two hours. No reported patient consequence.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information received: was the cut line fully circumferential around the target tissue? Yes. Were there any staples missing from the staple line? No. What was the appearance of the staples? Don¿t know. After firing was the adjusting knob turned ½ to ¾ revolution? Yes. Was the device rotated 90 degrees in both direction to ensure the anvil was free from the tissue? Yes. What was the appearance of the donuts? Complete. Were all tissue layers present in the donuts? Yes. What was the condition of the tissue? Fair. Who fired the device? An experienced surgeon. Who removed the device? An experienced surgeon. Was the safety reset prior to removal? Yes. Was the person who used the device trained? Yes. How was the case completed? Hand sawn anastomosis that prolonged the case with 120 minutes.